Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings. Upon disassembly, examination of the outlet stator revealed a tissue-like deposition situated in-between the outlet stator blades and bearing ball. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation; however, it did not appear related to the reported event. Pump stop and low speed events were confirmed via the submitted log file. Based on past complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, the returned portion of the driveline did not reveal any insulation breaches that would have contributed to the confirmed log file findings. The submitted log file contained events spanning from 16jul2023 to 24jul2023. Pump stop events with associated low speed and flow alarms were captured on 23jul2023 and 24jul2023 while the system was supported by the mobile power unit or the power module. No other notable events or alarms were captured. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump body. A severed segment of the outer sleeve with the velour coating measuring approximately 2.5¿ was also returned, along with approximately 1.0¿ and 2.0¿ segments of underlying driveline wiring that were held together via the internal strength member. The outflow graft outlet elbow was returned and was secured to its respective pump port. The inflow conduit (inlet tube, flex section, and inlet elbow) and the outflow conduit (graft, bend relief, and bend relief collar) were not returned. Upon disassembly, the rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The driveline was carefully disassembled and visual inspection of the underlying wires did not reveal any breaches or areas of concern. The driveline was then submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions; however, heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Additionally, this document lists potential adverse events, including thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use outlines the indications of thrombus and how to respond to such events. The heartmate ii left ventricular assist system patient handbook is also currently available and contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a short to shield. The patient had low speed alarms and low flow alarms after connecting to the mobile power unit (mpu). The alarms stopped and parameters briefly returned to normal. The alarms then resumed, the patient lost consciousness, emergency medical services (ems) were called. Cardiopulmonary resuscitation was administered. Once changed to battery power, the alarms stopped, and the patient regained consciousness. The patient was changed to the mpu at the hospital, the alarms resumed, and the patient lost consciousness again. Once switched to an ungrounded cable, the alarms stopped, and the patient was awake and alert. Log file review showed numerous pump stops and low speed advisories on (B)(6) 2023, and (B)(6) 2023. Flow dropped as low as 0 liters per minute (lpm) during the events. X-rays of the driveline showed a suspect area near the pump. The patient underwent a pump exchange on (B)(6) 2023.